Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the clips of a patient's carrying case were broken. The patient had been using string to tie the device closed. The device was exchanged with no reported patient consequence. No further information has been provided.

Manufacturer narrative:
A report was received that the clip of a patient¿s patient pack was broken. The patient pack was returned for evaluation. Failure analysis of the device revealed that the patient pack's left side plastic strap clip (front view) of the inner bag was missing from the strap of the inner pack. As a result, the reported event was confirmed. The most likely root cause for the missing clip could be attributed to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Complaint information of product has determined this event does not meet the definition of a reportable serious injury or a product malfunction. Preliminary analysis of the device confirmed that the reported damage was not critical in nature. This type of damage will not affect the function of the pump, controller or the power sources. No further information will be provided.